Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach the luer connector to the cartridge seated in the ilet chamber, and after inserting a new cartridge the luer adapter snapped into place and functioned as expected, with blood glucose reported at 140 mg/dl and no alarms. Symptoms included no clinical effects. Outcomes included no impact to the user¿s health. Investigation included user interview and troubleshooting and education. Investigation of this case revealed that the complaint was not confirmed with the replacement cartridge and no device defects were identified by the user. It was concluded that the event was related to a connector-to-cartridge attachment difficulty that resolved with cartridge replacement, with normal device function thereafter.